Event description:
Litigation papers allege: patient began experiencing pain, discomfort, soreness and locking sensation in the area of his hip implants which in turn negatively affected that patients ability to walk, move, sit and rise from a sitting. On belief, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused toxic cobalt-chromium metal ions and particles to be released into patients blood, tissue and bone surround the implant.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf and sticker sheets received. There are no new allegations and revision reported. Added patient's birthday, and part and lot numbers of liner and head. Added stem for elevated metal ions. Added law firm. Doi: (B)(4), 2005 - dor: none reported (left hip)

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.